Event description:
New information received noted that programming changes were successfully made. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential over-sensing. No interventions were made at this time. The patient was stable.